Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of device not turning on was confirmed. It was reported that the product had undergone parts replacement as a preventive repair of e333 on january 30, 2023. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, when the visera elite ii video system center was turned on, the display froze showing only the olympus logo. The device did not work and the procedure was completed by replaced with a similar device. The issue was found during preparation for use of an inguinal hernia repair procedure. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the display froze due to printed circuit board failure. However, the definitive root cause of the printed circuit board failure could not be determined. Olympus will continue to monitor field performance for this device.